Manufacturer narrative:
H6: investigation summary: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, and risk analysis, the root cause of waste leakage from the probe not contained within the facs lyse wash assistant was due to a broken probe, sensor liquidlevel sw 120-240vac 1/4barb ¿ #648471. This issue was confirmed by the tsr (technical support representative) during a phone consultation. No engineer was needed to be dispatched to the customer¿s site for repair. The leak was resolved after the customer had replaced the probe with the new one the tsr had sent. No return sample was requested for evaluation because the probe is not a returnable part and was discarded. The instrument is running normally. The customer was processing patient blood samples on the instrument however no patient samples nor incorrect results were used for patient treatment. There was no harm to the patient. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured. The customer cleaned up the leak on the floor using ppe (personal protective equipment). Users are cautioned to wear proper ppe, especially handling the cell wash station and biohazardous waste, in the bd facs lyse wash assistant user¿s guide after the customer replaced the probe, the instrument was rebooted, tested and functioning as expected. The safety risk is moderate, s3, however there was no impact to customer and patient health or safety. Manufacturing device history record (DHR) review: DHR part # 337146 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Based on the investigation results the root cause was due to a broken probe, sensor liquidlevel sw 120-240vac 1/4barb ¿ #648471.

Event description:
It was reported that during use with a bd facs¿ lyse wash assistant the waste probe leaked blood outside instrument. The following information was provided by the initial reporter: customer reports a leakage from the waste probe. Waste fluid containing blood leaked onto the floor.

Manufacturer narrative:
Medical device expiration date: na. Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facs¿ lyse wash assistant the waste probe leaked blood outside instrument. The following information was provided by the initial reporter: customer reports a leakage from the waste probe. Waste fluid containing blood leaked onto the floor.